Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar lead impedance was >2500 ohms and there was no capture or sensing. Unipolar impedance was 247 ohms. Capture in the unipolar configuration was 0.75 v at 0.5 ms and sensing was 1.25 mv. The device was left programmed to the unipolar configuration.